Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device was stalling and overheating during the procedure. There was a procedure delay as a result of this event. There was no patient or staff impact.

Manufacturer narrative:
Analysis found on pre-repair temperature test: front bearing: 75.40f, motor: 79.20f, rear bearing: 78.40f. The device passed the pre-repair temperature test, therefore the allegation of overheating was not confirmed. The device was clogged due to dirt build up around motor-excluder. It was found that the excluder was missing as well. The excluder-cup process was installed. The handpiece was tested to specifications as per service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was confirmed that overheating of the device was sudden during a functional endoscopic sinus surgery (fess) procedure. A back-up device was used to complete the procedure.